Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue; however, the clip did not detach. The same issue occurred with the three other resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.